Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received blank display. The customer states they removed the battery and tried to replaced, but the pump remained blank. The customer's blood glucose level at the time of incident was 265mg/dl. Troubleshoot was conducted, but the display remained blank. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to moisture damage on all the electronic assemblies also, had corroded motor assembly noted. No unexpected blank display anomalies noted during our testing. The insulin pump passed self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, stained address serial number label and missing the end cap sticker.